Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's pain level became higher and "something in her spine dropped about an inch". The patient noted that "one side is down about an inch from the other side". The patient did not know if this was related to the implanted system. The patient was directed to their healthcare provider (hcp) for the spine issue. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.